Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in a moderately calcified and non-tortuous vessel of the right forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.